Event description:
It is alleged that the light sources were not functioning correctly: it was reported that three of the five units automatically switched out of the standby mode causing burns to two drapes and one to the camera cable. It was reported that there were no injuries to the pts or to the users.